Event description:
It was reported that there was heating and burning sensation at the battery site. It was noted that in (B)(6) 2014, the device felt hot to touch and the patient went to the emergency room. The health care professional stated that there was no physical sign of tissue damage or burning at the battery site. It was noted that the cause of the event was not determined. A revision was planned to move to another location. At the hospital, the device was interrogated and was in a discharge state. A relative of the patient stated that she wanted the device removed. The health care professional decided to remove the device on the day of the report since the patient was not charging his device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received reported that the patient¿s entire implantable neurostimulator (ins) system was explanted. The patient was reported as alive with no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n457659, implanted: (B)(6) 2014, product type: accessory; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).